Event description:
It was reported that a volume discrepancy had occurred. The actual residual volume (arv) was less than the expected residual volume (erv). The specific values were not provided. For the past two refills it was noticed that the pump had overinfusion issues. It was not known if there were any patient symptoms associated with this. It was also unknown at the time of this report what medication this device system delivered. Additional information was requested. Further, in october the erv was 0 milliliters (ml) and the arv was 12 ml. At november's refill the exact values were not provided but the actual was 0 ml and they were expecting "some" back. The patient was not symptomatic and there was no reported therapy or medical problem. The drug delivered was not provided. Again, additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l46991, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Further, the health care provider (hcp) had reviewed the patient's chart going back twelve months and the return had always been normal. They always expect to get back double digits at each refill, in the teens or in the 20s. However, only in (B)(6) 2013, they got back 0. It was not documented what number they expected but the hcp knew it was not zero. The cause of this occurrence was not determined. The (B)(6) 2013 refill was once again normal. The patient did not travel to a higher altitude and denied accessing the pump or anyone else accessing the pump. Again, the patient did not have any symptoms. The pump contained sufentanyl 12 mcg/ml compounded with baclofen (not lioresal or gablofen, no lot number). The dose was not provided. The pump was filled with 35 cc's of the solution. The patient was not taking any oral medications and did not have allergies. No pump logs were available and no interventions were done. The patient was doing well and receiving effective therapy.

Event description:
It was further reported that at the refill on (B)(6) 2013 there were no volume issues.